Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's dexcom app and omnipod 5 insulin pump showed egv 400 mg/dl. No mention if the patient had symptoms or checked a bg., he let his omnipod administer insulin to bring the egv down. An unspecified time later, when he was sleeping, his screens alerted to egv 40 mg/dl. No mention if a bg was checked. His wife gave carbs and glucagon injection but couldn't get the egv to rise, his egv only showed 50 mg/dl. The patient became unconscious and his wife called an ambulance. The paramedics came and the patient was immediately taken to the hospital. The patient regained his consciousness at the hospital emergency room (ER), they did bg fs-185/egv- 368 mg/dl. The patient was given IV fluids with glucose. The allegation is that the high egv earlier in the day was inaccurate, prompting unnecessary insulin administration. He thought that if his egv was 40, then his bg must be lower than 40 which caused him to experience symptoms. Of note, the cgm screen will not show a number below 40 mg/dl the word low will display for any egv 39 mg/dl and below. The patient is still wearing the cgm and was discharged the following day. He started monitoring his sugars via fs at the moment. The patient is feeling fine now. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.